Event description:
During the closure of the pt's left tibial bone graft site, small amounts of " black specks" were seen in the wound. Thought it may have been dried blood, so copius irrigation of normal saline were used (1500pm) approximately 1/2hr later (1530pm), surgeon had removed his luxtec headlight and noticed 1" x 4" residue of "disintegrating black foam" on his forehead. Therefore, the "black specks" may have indeed dropped into the wound. The faulty headlight crown was then bagged & labelled with a note. The headlight was sequestered and taken to clinical technology for evaluation. Around the head band, there are cushion pads held on by velcro. Each pad has a layer of fabric on both sides and foam rubber in the middle. On the headlight in question, the fabric layer was torn off on one side and the foam rubber was crumbling and deteriorated. All headlights in inventory were checked and it was determined all pads should all be replaced. Replacements were ordered and a preventative maintenance cycle developed so that the pads will be proactively replaced before they reach the point of deterioration. Manufacturer response for head light, luxtec ultralite pro (per site reporter). Manufacturer provided information for purchasing replacement pads.

Event description:
During the closure of the pt's left tibial bone graft site, small amounts of " black specks" were seen in the wound. Thought it may have been dried blood, so copius irrigation of normal saline were used (1500pm) approximately 1/2hr later (1530pm), surgeon had removed his luxtec headlight and noticed 1" x 4" residue of "disintegrating black foam" on his forehead. Therefore, the "black specks" may have indeed dropped into the wound. The faulty headlight crown was then bagged & labelled with a note. The headlight was sequestered and taken to clinical technology for evaluation. Around the head band, there are cushion pads held on by velcro. Each pad has a layer of fabric on both sides and foam rubber in the middle. On the headlight in question, the fabric layer was torn off on one side and the foam rubber was crumbling and deteriorated. All headlights in inventory were checked and it was determined all pads should all be replaced. Replacements were ordered and a preventative maintenance cycle developed so that the pads will be proactively replaced before they reach the point of deterioration. Manufacturer response for head light, luxtec ultralite pro (per site reporter). Manufacturer provided information for purchasing replacement pads.